Manufacturer narrative:
Diopter: -17.50. Device evaluated by manufacturer? No, lens not returned. (B)(4). Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 -17.50 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2006. A anterior subcapsular cataract was observed on (B)(6) 2015.the lens was explanted, cataract surgery and a iol was implantation was performed on (B)(6) 2015 . Patient's last visit on (B)(6) 2015, bcva was 20/20.

Manufacturer narrative:
(B)(4). Device evaluation: product evaluation found that the lens was returned dry in case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens to have no visible damage. (B)(4).